Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to disassembly on (B)(6) 2026. The implantation date was on (B)(6) 2026. A cup and a glenosphere were explanted. A cup, a glenosphere, and humeral spacer were implanted.